Manufacturer narrative:
Product event summary: the pscc100 catheter of lot 0012715322 was returned and analyzed. Visual inspection was carried out. The catheter appears intact without any visible issues.slide function is as expected, and the shape of the capture device is unremarkable with no atypical features. Catheter to a test catheter interface cable (cic) connection evaluation was carried out. The catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms were carried out. The slide control function operated as expected without any issues. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Catheter identification and ablation testing was carried out. The catheter was reprogrammed and connected to the generator via a test cic. However, an error (error 2000) occurred during the procedure, related to catheter electrical current. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage.¿further dissection revealed that there were charred electrode wires along with kinked electrode wires inside the shaft of the catheter. In conclusion, the catheter failed the return product inspection due to charred electrode wires along with kinked electrode wires observed inside the shaft of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, an error message was received indicating that there was a relay error after the loop catheter was deployed into the left atrium. The generator was rebooted and the interface cable was switched, but the error persisted. Technical services were contacted and it was recommended to replace the loop catheter and reboot the generator, which resolved the issue. The case was completed successfully with the pulsed field ablation. No patient complications have been reported as a result of this event.